Manufacturer narrative:
The user reported medwatch indicates ge healthcare replaced the anesthesia control board to resolve the issue. Block a2, a4, a5, and a6: information not provided. D4 serial number not provided. G2 report source other: user medwatch #(B)(4). H4 date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch user report #: (B)(4). (B)(6) lost all ventilator function and gas module functionality during case. Biomed tech, after troubleshooting, requested a reboot on the machine. Rebooting the machine fixed the failure state and case was completed. Anesthesia machine was removed from service and ge dispatched to repair. MFR service report indicates a control board failure. Control board was replaced manufacturer response for cs2 anesthesia machine, ge cs2 anesthesia machine (per site reporter).MFR service report indicates a control board failure. Control board was replaced.